Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the physician stated that the inflatable penile prosthesis (ipp) was working well for some time after initial placement. Then, the patient came to the clinic due to his implant was no longer functioning. During revision procedure, the implant was explained while intact and a large air bubble (roughly 5-10cc) was identified in the pump. With repeated cycling, the air was eventually cleared from the pump and the device was working properly. The device was replaced. According to the sales representative, this was a user error rather than a device failure. There were no patient complications in relation to this event.